Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under MDR 1213643-2010-00524 when davol was originally made aware of the complaint. However, med records were later rec'd that identified add'l mesh. Based on a review of the provided med records, the pt had a composix kugel mesh implanted on (B)(6) 2006 to repair a recurrent incisional hernia. That procedure also included explant of a previously placed composix kugel mesh from (B)(6) 2005. The pt has a history of multiple abdominal histories, poor tissue quality, chronic tobacco use and chronic cough that is documented to have interfered with her wound closures. Two years post implant the pt had the mesh implanted in 2006 removed. It was noted in the operative report that the ring had broken prior to manipulation, but that it was cut during dissection. The pathology report stated that no grossly suspicious areas of the mesh were identified. The pt underwent another repair in 2009, in which a third composix kugel mesh was implanted. No adverse event have been reported in association with that implant. Currently, it is unk whether the composix kugel mesh may have contributed to the alleged event. A mfg review did not show evidence of a mfg related cause for the alleged event, and no sample has been returned for eval. With the info available, no conclusion can be drawn. Refer to MDR 1213643-2010-00524 for the composix kugel implanted on (B)(6) 2005.

Event description:
Based on a review of med records provided by pt's attorney: (B)(6) 2003 - laparoscopic cholecystectomy, primary repair of epigastric hernia. On (B)(6) 2005 - repair of umbilical hernia and three other hernias. Composix kugel mesh used to reinforce abdominal wall. On (B)(6) 2006 - repair of incarcerated recurrent incisional hernia with composix kugel mesh, removal of previous mesh. On (B)(6) 2008 -- composix kugel mesh explanted. On (B)(6) 2009 -- repair of incarcerated incisional ventral hernia with reduction of the hernia and repair with a composix kugel mesh.